Event description:
Stiffness in right knee [joint stiffness]. Very painful to sleep (poor quality of sleep) [poor quality sleep]. Very painful to walk [gait disturbance]. Knee continually started to swell [joint swelling]. Knee effusion/fluid build-up [joint effusion]. Knee pain [arthralgia]. Case description: a spontaneous report was received on 19-mar-2010 from the hcp of a (B)(6) female pt with a history of mild osteoarthritis of the right knee, initials (B)(6), who experienced stiffness in the right knee and found it painful to walk and painful to sleep, swelling of the knee, knee effusion/fluid build-up, and pain in right knee after receiving synvisc-one. On (B)(6) 2009, initial info was received (via e-mail) from the pt wherein she reported that she was diagnosed with very mild arthritis in her right knee. The pt stated that she received a shot of synvisc-one in her right knee on (B)(6) 2009 and was having problems ever since. She stated that she did not have any allergies but her knee continually started to swell to the point that it was very painful to walk and/or sleep. She reported that 30cc of fluid had been removed from her knee. She also stated that she was waking up in the mornings with a mildly swollen knee but not enough to remove fluid from the knee and was unable to start her exercise regimen. The pt reported that prior to the synvisc-one injection she had occasional pain but was having all these other problems after receiving the injection. On (B)(6) 2009, the pt was contacted by a company rep to confirm the info provided in the e-mail by the pt. At this point the pt reiterated the info provided earlier. On 19-mar-2010, additional info was received from the pt's hcp in response to an info request. The hcp confirmed the adverse events reported by the pt and also provided the pts' medical history. According to hcp, the pt has had mild grade osteoarthritis for the past 6 yrs and has osteophytes. The pt has been treated previously with nsaid's and steroids. The pt received an injection of synvisc-one on (B)(6) 2009. On (B)(6) 2009, the pt experienced the following adverse events: stiffness in right knee (severe intensity), found it very painful to walk (severe intensity), painful to sleep (moderate intensity), knee effusion/fluid build-up (moderate intensity), pain in right knee (severe intensity), and swelling in the knee (moderately intensity). In the opinion of the hcp, all these adverse events are probably related to the use of synvisc-one. On (B)(6) 2009, fluid was aspirated from the pt's knee and a cortisone injection was given along with nsaid's. The pt was also asked to use ice to alleviate the symptoms of the adverse events. The hcp also reported that the pt recovered from all the adverse events on (B)(6) 2009. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.